Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon threshold testing, the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead dislodged. The lead was explanted and replaced. No complications occurred to the patient.